Event description:
Pt had two spine fusion procedures done by same surgeon. The second surgery was performed in 2003. These are now broken. Surgery has not been scheduled. Several attempts have been made to obtain further information.